Event description:
This is report 2 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested by nausea. The patient was treated with vancomycin (1 g, once, intraperitoneally (ip)), fortaz (1 g, once, ip), and ampicillin (125 mg/ml of dianeal for 21 days) for the peritonitis. The patient was later recovering from the peritonitis and discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial reporter facility name - (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot number gd895268 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).